Manufacturer narrative:
It is not known if the initial reporter has or intends to report the event to FDA.

Event description:
Reporter stated that, within 5 minutes, patient's capillary inr was measured on the coaguchek xs system which reported values of 5.9 inr and 5.6 inr, respectively. Within 30 minutes, an additional sample (type not provided) obtained from the patient reportedly measured 3.9 inr on an unspecified laboratory instrument. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.